Event description:
A complaint was received that a hospital facility received a high blood glucose reading of 71 mg/dl on a softtract/sof-sense meter when compared to a valid laboratory reading of 58 mg/dl and another reading of 85 mg/dl when compared to a valid laboratory comparison of 68. These results were for the same subject during an in house timed study comparing different meter types and brands. These values, when plotted on a clarke error grid fall into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or malfunction associated with the event.